Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1000mcg/ml, dose not reported via an implantable pump. On (B)(6) 2020 it was reported that a dye study was performed because the patient complained of not getting enough relief. The catheter could not be aspirated and was not completed due to not being able to aspirate. It was noted that during the refills they were getting the expected residual in the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was reported as possibly another dye study in the future. Surgical intervention did not occur and was not planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.